Manufacturer narrative:
The customer reported disposing of the product prior to reporting the event. However, if the product is returned for investigation and additional information is available, a follow-up report will be submitted. Note: the date of manufacture is unknown.

Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed and all results were within range specification. No errors were observed and no new issues were observed.

Event description:
On (B)(6) 2011, a customer called the customer service center regarding an unknown error message she had received on her freestyle blood glucose meter. The customer stated she disposed of the meter after receiving the error messages for three weeks. She said she had not been testing her blood glucose for two months prior to the medical event on (B)(6) 2011, and therefore her readings were unknown. The customer reported treatment with glucophage and glucotrol for two months prior to the medical event. On (B)(6) 2011 at about 4:00am, the customer reported she experienced symptoms of "shakiness, jittery and extreme hunger". Paramedics were called, and she was transported to a hospital. The customer reported being treated for "high cholesterol and stroke". Treatment medication was reported as zocor 80 mg. She also stated that she was diagnosed with hyperglycemia, although no readings were available. During follow-up, the customer reported she had been hospitalized, but did not remember the exact treatment given because she had a stroke and cannot recall the information. She reported that she was taken off her oral diabetes medications of glucophage and glucotrol and placed on humulin 70/30. There was no report of death or permanent injury associated with this event.